Manufacturer narrative:
Epair done by repair center maillefer. Siroforce ticket no. (B)(4). Battery defect. Motor cable defect. Additional statement from repair center "we were unable to replicate the error massage). All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a vdw silver reciproc had an unknown type of error message. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues based in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.